Event description:
It was reported that during a procedure of the circumflex artery, pre-dilatation was performed and the xience prime stent delivery system (sds) was delivered to the lesion. During the first balloon inflation a contrast leak was observed from the distal end of the balloon. The stent was deployed successfully, and eventually balloon deflation was completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc, grand slam, inflation: abbott indeflator, guide cath: heartrail 7f bl35. The stent remains in the anatomy; it is indicated that the stent delivery system is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.